Event description:
It was reported, the telescope had a small pin stuck in the broken area. There were no reports of patient harm.

Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found the positioning screw at the outer area of the tube was missing. Based on the results of the investigation, it is likely that excessive force by the customer led to the malfunction. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.